Event description:
The procedure was diagnostic and completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. New information added to the following fields: d9, h3, h4, h6. Corrected fields: b5 *add information*, g2 *add health care professional*, e2 and e3 *wrong information* a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported error code e117 occurred on the camera control unit during preparation for use. A field service engineer discovered the issue outside of a procedure so there was no patient involvement.